Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link connector on a one-link catheter extension set had fallen off. This malfunction occurred upon disconnection from an unknown syringe. Patient involvement was unknown, however no adverse event was reported in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.